Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) due to the condition of the device, the reported event of "an ar-8332h shaver is overheating" could not be confirmed during evaluation. However, the most likely cause of this event is use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a arthrex employee via (B)(4) that an ar-8332h shaver is overheating. This was discovered before use with no patient involvement.